Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited a no disposable pump detected" alarm. Per reporter customer reported that one cassette had approximately 20 ml remaining. It was also reported that 42 ml was reaming in a recent cassette. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).